Manufacturer narrative:
It was also reported that the recipient was placed under general anesthesia on (B)(6), 2023. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced pain due to the migration of the receiver/stimulator (specific date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2023, to re-position the device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 26, 2023.